Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Event description:
Patient involved in mva was implanted in approximately (B)(6) 2011, with plates and screws for a right foot, talus and medial malleous fractures. Patient returned to surgeon for ten month post op visit, date unknown. X-rays showed non-union of the fractures. Patient was returned to the operating room on (B)(6) 2012 and the hardware was removed. Two cortical screws, 1 intact and 1 broken, were not removed and remain in the patient: surgeon would have had to perform an extensive osteotomy. During the removal of hardware surgeon found the bone to be sclerotic and performed a bone biopsy to determine avascular necrosis or some other disease exists. Patient was not implanted with any new hardware. The explanted hardware is being returned to the patient. This is 13 of 15 reports for this event.